Manufacturer narrative:
All known information has been reported and no additional information is anticipated. No follow up report is necessary at this time. If additional information is received, a supplemental report will be sent. Csi ID: (B)(4).

Event description:
The sapphire balloon was used for treatment. A perforation was observed. A covered stent placement was performed to treat the perforation and complete the procedure. The patient was stable.